Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned cutting block confirms the set pin and locking pin came apart from the device. Both pins were returned with the device. This device was manufactured in 2019. This device exhibits signs of significant wear / usage. A medical investigation was conducted and this complaint reports that the set pin and locking pin came out (inside the patient) while sawing through block. Per email communication, the pieces were recovered, and the procedure was completed using the same device. There was no patient injury or surgical delay. It was further reported that no additional information will be provided. Therefore, based on the provided information, no further assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear / tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery the set pin and locking pin came out while sawing through block. It was inside the patient and pieces were recovered. No delay and procedure was completed with the same device.